Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Allergic reaction [hypersensitivity], redness in left knee [erythema], left knee swelling [joint swelling], sweaty cheeks [hyperhidrosis], agitated feeling [agitation], cheeks hot to touch [feeling hot], macular rash on legs, thighs, back [rash macular], red cheeks [flushing]. Case description: spontaneous report received on (B) (6) 2008 from an (B) (6) female patient, (B) (6), who had a relevant medical history of osteoarthritis and a torn meniscus. The patient received her first injection of synvisc in her left knee on (B) (6) 2008. After the injection, she experienced swelling and redness in the left knee. She took benadryl, after which the symptoms abated. She received her second synvisc injection in the left knee on (B) (6) 2008, after which she experienced sweaty, red cheeks that were hot to touch and a headache. She also experienced a rash on her legs and an agitated feeling and her tongue felt "funny". The symptoms abate somewhat after she takes benadryl, but as soon as the benadryl wears off, the symptoms return. As of the date of receipt of this report, the patient outcome was not yet recovered. Add'l information was received on 10-mar-2008 from the hcp. He updated the patient's relevant medical history to include: mild grade of tri-compartmental osteoarthritis since (B) (6) 2005, prior effusion on (B) (6) 2005, previous treatment with nsaids (mobic), and previous treatment with steroids (intra-articular kenalog shots). The patient received her first synvisc injection in the left knee on (B) (6) 2008 (lot #: w0707, exp. Date: -aug-2010), before which no effusion was collected. On the same day ((B) (6) 2008), she started to experience left knee redness and left knee swelling. On (B) (6) 2008, she started treatment for the left knee redness and left knee swelling (ice and benadryl) until the symptoms resolved. The pt received her second synvisc injection on (B) (6) 2008, before which no effusion was collected and after which no exudate was collected. The hcp stated that the redness in the left knee had resolved by the time he saw her on (B) (6) 2008 (offset date of symptoms: (B) (6) 2008) and the left knee swelling had resolved on (B) (6) 2008. On (B) (6) 2008, she started to experience sweaty cheeks, red cheeks, cheeks hot to the touch, rash on legs (posterior), and agitated feeling. Treatment was required for the symptoms. Ice and benadryl were used on (B) (6) 2008 to treat the sweaty cheeks. Benadryl was used on (B) (6) 2008 to treat the red cheeks, cheeks hot to the touch, and agitated feeling. Benadryl, cortisone cream, and zyrtec were used on (B) (6) 2008 to treat the rash on legs (posterior). The hcp reported that the patient did not experience headache or tongue felt funny. On (B) (6) 2008, the patient returned for her third synvisc injection, but the injection was not given. The hcp reported that the sweaty cheeks, red cheeks, and cheeks hot to the touch had resolved "by the time she was seen for her third injection on (B) (6) 2008" (offset dates not reported). The rash on legs (posterior) was "still present at exam on (B) (6) 2008", but the agitated feeling had resolved (offset dates not reported). The hcp also stated that the "patient did benadryl/ice until symptoms resolved; they were all resolved by the time we saw her except for the rash". He also stated that the "patient was also given an intra-articular kenalog injection in knee prior to her second synvisc injection" and the "symptoms were reported over the phone; the only witnessed symptoms were the macular rash on posterior legs/thighs/back; seen on (B) (6) 2008 office visit". The hcp reported the relation to synvisc as possible for all events. As of the date of receipt of this report, all events had resolved, except for the rash. Add'l information was received on 12-mar-2008 from the hcp. The patient had called the hcp office after the first synvisc injection to report her left knee symptoms: left knee swelling and left knee redness. The hcp thought that these symptoms could have been caused by an allergic reaction, so a kenalog injection was given prior to her second synvisc injection to suppress another possible allergic reaction. The kenalog injection was not given as standard care. The patient's left knee looked fine prior to the second injection, but her symptoms worsened after the injection. As of the date of receipt of this report, the patient outcome was not yet recovered. Qa report was received on 17-mar-2008. The production and quality control documentation for lot# w0707, expiry date 08/2010, were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.